Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to legal manufacturer, because the device was discarded and not returned to olympus. Therefore the reported event cannot be confirmed neither the condition of the device. Although the cause could not be determined, the following user handling may have caused the balloon dropout. ·it was possible that the balloons might have not deflated completely when the endoscope was withdrawn from the patient. ·the balloon was not lubricated. The event can be detected and prevented by following the instructions for use: "never tie the elastic opening of both sides of the balloon with a thread. This may cause the balloon to rupture or detach from the distal end of the endoscope when inflating it, and could result in patient injury. ·never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-7b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. ·when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasonic image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. ·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. ·deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while withdrawing the scope from the endotracheal tube the balloon becomes loose and falls off the scope inside the tube. The issue occurred during a diagnostic endobronchial ultrasound procedure. The device was discarded by the customer. There were no reports of patient harm.